Manufacturer narrative:
A revision procedure will be scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted low out of range impedance measurements. Additionally, a shorted lead condition was noted. As a result, a revision procedure will be performed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this rv lead was explanted and replaced. The device was also explanted and replaced as the manual capacitor reform resulted in charge time out. No additional adverse patient effects were reported.